Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 114 months, oversensing in the ventricular channel was reported during a follow-up. It was observed that the alerts were due to loss of capture. No adverse patient side effects have been reported.